Event description:
The customer reported a loss of spo2 parameter data with their intellivue multi measurement server slcp. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer reported a loss of spo2 parameter data with their intellivue multi measurement server slcp. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.